Manufacturer narrative:
(B)(6). Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the tubing of a medex¿ magnum¿ micro fluid delivery system became disconnected from the patient's peripherally inserted central catheter line (PICC). The disconnection occurred where the 3 way stopcock connects. The PICC line was placed in the patient's left forearm, and the IV lumen device type was single. The tubing had been hanging for 72 hours without any disconnections, the disconnection only occurred when transferring the infant to be held by its mother. New tubing was hung and total parenteral nutrition was reconnected to the patient. No injury was reported.